Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2003. Dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has diminished r-wave sensing. It was further reported that the right atrial (ra) lead has a lead position check failed. Both leads remain in use. No patient complications have been reported as a result of this event.